Manufacturer narrative:
Product ID: 74002, lot# n236344, serial# unknown, implanted: (B)(6)2010, explanted: (B)(6)2018, product type: adapter, product ID: 3550-29, serial# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The devices have been returned for analysis, but analysis has not yet been completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs). It was reported that the stimulator shut down. The stimulator kept turning off and the patient was experiencing problems with their legs. This issue started in (B)(6) 2018 (around the 14th or 15th). They had an appointment with the health care provider (hcp) on (B)(6) 2018. There was a plan to replace the system. No further complications were reported.

Manufacturer narrative:
Analysis found no significant anomaly and that the device was at normal end of service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that patient's battery wasn¿t holding a charge like it used to. No environmental/external/patient factors were known that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. The battery was replaced and the issue was resolved. Hcp had no further information regarding the event. No further complications were reported/anticipated.